Manufacturer narrative:
Device evaluation summary. Device evaluation of monitor (B)(4) is underway. As received at zoll manufacturing corporation, the monitor failed incoming functionality testing and displayed a service code 102. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a monitor was resetting.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The cause for the failure was isolated to an open r45 resistor on the computer/analog pca. The root cause for the open resistor could not be positively identified. Device evaluation summary device evaluation of monitor sn (B)(4) is underway. As received at zoll manfucturing corporation, the monitor failed incoming functionality testing and displayed a service code 102. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a monitor was reseting.